Event description:
During a laparoscopic donor nephrectomy procedure, the surgeon inserted the device to remove the kidney and it disintegrated into pieces. A new device was inserted and the same thing happened again. There was no patient consequence.